Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 3 tubes were overfilled and rejected by their automated instrument. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-may-2025. Investigation summary: bd received one sample and one photo for investigation. The photo depicts what appears to be an unused tube in a bag; however, it does not show the customer's indicated failure mode, overfill. The returned sample underwent a visual inspection with no issues identified and also passed a functional test, confirming it was within specification limits for draw volume. Additionally, 100 retained samples were inspected with no issues identified. Furthermore, 10 retained samples from the production lot were inspected and displayed no visible defects. These 10 retained samples also underwent a functional test and were all found to be within specification limits. A total of 100 retained samples were inspected, and no issues were identified. Additionally, 10 in-house retention samples were functionally tested for draw volume and all tubes tested within specification requirements based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. No definitive root cause could be established for the reported defect. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 3 tubes were overfilled and rejected by their automated instrument. There was no health impact or consequences reported.